Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician observed insulation damage on the right ventricular (rv) lead. The rv lead was not used and was replaced during the procedure. Patient status was unknown.